Event description:
The reporter indicated that a 12.6mm vicm12.6 implantable collamer lens of 4.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2015. The patient experienced refractive change overtime, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
This product is not marketed in the us. Type of investigation : lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).